Event description:
The dental implant fx5008swc was removed on (B)(6) 2018 due to failure to osseointegrate 6 months and 7 days after implantation. The patient required bone augmentation for the surgery. The doctor noted periodontal disease during explantation. The patient has no significant medical history. The patient has recovered without complications.